Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema, and elevated iop are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2020-00110 for the patient's right eye.

Event description:
It was reported that approximately one (1) week following a left eye trabecular micro bypass stent procedure, a fibrin was observed in the anterior chamber (ac) associated with increased iop. Per report, the pupil was closed and an irrigation and aspiration (I/a) was performed. Subsequently, the iop decreased and the reported hyphema resolved. Through follow-up, the following additional information was provided. Reportedly, the patient underwent an uneventful cataract surgery followed by stent implantation. The reported hyphema was characterized as grade IV (total ac vol.) Associated with iop increase. Per report, the patient was never on anticoagulants with no history of metal allergies. The hyphema was caused by fibrin blocking the pupil. The patient most recent status was reported as ¿good condition with adverse event resolved¿. Although unknown, the report appears to suggest that the intraocular lens (iol) likely contributed to the event. This case references the patient¿s left eye.